Event description:
A male suffering from hypertension, chronic obstructive pulmonary disease g3, and bladder carcinoma, treated with serrevent, spiriva and anti hypertensive drugs, underwent operation due to obstructive sigmoid carcinoma. The patient had received pre operative radiation therapy. The procedure was performed in 2009. The procedure which started as a standard laparoscopic resection was then converted to open since the colon was dilated proximal to the tumor. The anastomosis with the car 27 device was made at 12 cm from the anal verge. A stoma was created during this operation. On day 1 post op a fever of 38 degrees celsius was indicated. On day 2, the patient developed clinical sepsis and respiratory fatigue and re-intervention was done. An anastomotic dehiscent was observed with 4 quadrant peritonitis. The ring was removed and a hartmann procedure was performed. At day 3 the patient suffered from sepsis and cardiac arrest and deceased on day 4 post operation.

Manufacturer narrative:
The data reported herewith is initial. Initial investigation of the ring did not indicate any malfunction. Additionally, the investigator is expected to be back in the hospital at the end of august, and then the clinical analysis of the case will be completed and the relation to the device will be determined. It should be noted that anastomotic leakage is one of the most common complications of colorectal surgeries and therefore is an anticipated event with anastomosis devices. Leakage generally requires surgical intervention and can lead to significant short term and long term morbidity with impaired quality of lie and bowel function. Leakage is also associated with an increased risk of postoperative mortality. Yet, the current cumulative leak rate found with the use of the car 27 device (in over 2000 procedures worldwide) falls within the lowest range of the leak rates reported in the literature for hand-sutured or stapled anastomoses. In this case the patient was a very ill patient (asa 2: suffering from hypertension, chronic obstructive pulmonary disease g3, and bladder carcinoma). Additionally, the patient had received pre-operative radiation therapy and underwent a complicated surgery that was converted from lap to open since the colon was dilated proximal to the colon.